Event description:
It was reported that during a sigmoidectomy procedure, some staples were malformed during the first firing. Additional suture was performed.

Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.